Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fes replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system and failed in normal mode as error 31226 was triggered. The usm was also tested on a functional test platform and failed the fiber test on the parallelogram and rolling loop. The parallelogram and rolling loop fibers were swapped with new ones and the errors went away. The original fibers were reconnected, and the errors returned.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, arm 4 kept giving recoverable faults. The customer could not provide further details. Error logs showed error 32097 on the universal surgical manipulator (usm) 4. The procedure was completed as planned with no report of patient injury.